Event description:
It was reported that the customer was waking up with blood glucose levels in the 40's mg/dl for the past 3 days. Customer stated that it started when she changed the infusion set last time. Customer always drinks a glass of milk every night, but may have skipped it a few times. Customer uses her stomach as her site and thinks that she has different absorption rates in her stomach. Customer stated that she lived alone and will call back if she is still getting low blood glucose levels. Customer does not want to troubleshoot. Customer will call back. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).